Manufacturer narrative:
At bench, the bench repair technician (brt) confirmed that the speaker was defective. The bench repair technician (brt) replaced the loudspeaker assembly to resolve the issue. The device was operational after repairs were completed and the device was returned to the customer.

Event description:
The customer reported speaker malfunction. The device was not in use on a patient at the time of event, there was no patient involvement.